Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was tilted and cannot be hooked with snare. It was further reported that the filter was left in a tilted state in patient. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was tilted and cannot be hooked with snare. It was further reported that the filter was left in a tilted state in patient. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two xray images were provided and reviewed. The first has a denali filter inserted from the femoral vein that has been deployed but not fully expanded/opened. A catheter is in the image below the filter. There is a snare above the filter that was likely inserted via the right internal jugular vein. The snare has not captured the filter. The second image is of the filter deployed unopened with the delivery system below the filter. Therefore, the investigation is inconclusive for the reported positioning problem and difficult to remove as no objective evidence was provided. However, the investigation is identified and confirmed for the identified expansion failure as the filter was seen not fully expanded. A definitive root cause for the positioning problem, difficult to remove and identified expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.